Event description:
A nursing technician reported that the system indicated the viscous fluid control (vfc) injection function was inoperative. The procedure was completed by performing manual vfc injection with no patient harm reported. Additional information was received from the customer reporting the event may have caused a delay of about 15 minutes.

Manufacturer narrative:
The company representative examined the system, confirmed system message "vfi and prop scissors are not available", and replaced the transducer printed circuit board (pcb). The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).